Event description:
The nurse initially reported an error code reading; one case was cancelled. There was no pt injury. Add'l info received from the facility stated they started, did 4-5 shots, and then the system cut off. They restarted the laser, and received the error message. The case was not completed as planned; the pt was rescheduled for after the repair. The pt was reported as doing okay. Three cases were cancelled.

Manufacturer narrative:
A company service rep checked the system and replaced the laser engine to correct the fault. The system was tested, and met specifications. Investigation, including root cause analysis is in progress. Provided by manufacturer. This report mailed in to FDA on: 05/31/2007.